Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be verified due to a different issue that was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation..

Event description:
It was reported that the customer received an altitude alarm after going in the pool with the pump. The alarm was able to be cleared and insulin delivery was resumed. In addition, the customer received a cartridge alarm 1 during basal delivery. After loading a new cartridge onto the pump with 460 units of insulin and delivering a 16 unit bolus, the insulin gauge was observed to be inaccurate. The customer's blood glucose level was 145 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.